Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that the device had a therapy test failure. There was no patient involvement.